Event description:
It was reported during an acl revision that the doctor passed the achilles allograft; tapped with 10mm biosure tap and then upon inserting the screw, it cracked. It was reported that screw was backed out with the screwdriver. A backup device was on hand to complete the procedure.

Manufacturer narrative:
One screw was returned for evaluation. Visual inspection confirmed that the threads at the distal tip were deformed during insertion. It is also noted that there are multiple radial cracks at the head of the screw. Depending on the tunnel size selection and the size of the graft there may be increased stress on the screw during insertion. There are no other similar complaints on file for this part number from (B)(4) 2012 through the filing of this complaint. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4).